Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/2017 checking your blood glucose 4 / page 36 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that while on vacation to (B)(6) she had to be hospitalized due to blood glucose reading "high" (> 500 mg/dl) and after multiple correctional boluses (exact amount was not provided) but was not able to lower the her bg levels. At the hospital she was given insulin and gave her some test which all came back fine. The pod was removed and she noticed the cannula was bent. In addition, it was noted that there were changes made to increased her basal as she is pregnant. The details of those changes were not indicated. The pod was worn longer than 48 hours on the abdomen.